Event description:
It was reported that during reprocessing, customer noted orange insulation was peeling off upon removal of the tip cover from the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Failure analysis investigation found pad printing was removed directly above the tube reinforcement rings of the tube extension. The area of the pad printing removal measured approximately .123 x .261. No other damage was found. It was concluded that the pad printing peeling off was may be due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, pad printing removal, if to reoccur could cause or contribute to an adverse event.